Event description:
Boston scientific received information that right atrial (ra) lead histograms indicate pacing at the upper rate limit. The patient implanted with this device system has endured syncopal episodes. Troubleshooting was performed and set pacing at 105bpm. When this was turned off, a few seconds passed until the rate decreased. Additionally, oversensing of the atrial pace on the ventricular channel occurred. There was some concern of atrial undersensing, however, the intrinsic atrial rate was slow at 3mv. Minute ventilation (mv) was adjusted and no further follow up was requested.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.